Manufacturer narrative:
The ventilator was investigated by our field service engineer. The dc/dc and standard connectors pc board was replaced, and the ventilator passed all functional and safety tests and was cleared for clinical use. The replaced part was not returned for investigation. No ventilator logs were provided. Since no parts were returned for investigation, the root cause of the event has not been determined. A correction of field # d1 ¿ brand name and # d4 version or model # were required. D1 brand name ¿ previous brand name: servo-s. Corrected brand name: servo-s base unit; d4 version or model # - previous version or model #: servo-u. Corrected version or model #: 6640440; the UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator's dc/dc & standard connectors printed circuit board was found defective. There was no patient harm. Manufacturer's ref. #: (B)(4).